Event description:
It was reported that the patient experienced infusion sets fell off events since tape not sticking and product was not adhering on (B)(6) 2026.

Manufacturer narrative:
Initial 1 of 2.this emdr is being submitted for an unknown number quantitye1:patient city: (B)(6)patient country: united kingdomzip code: (B)(6)name: (B)(6)street: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number reporting site: 8021545 manufacturing site: 8021545.